Manufacturer narrative:
For products listed from manufacturing site ID p1397 ¿ polysuture (B)(4) and if the event occurred in (B)(6), this will always be ¿not reportable¿ to FDA. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the procedure. The reload did not fire and staple. It only cut the tissue. No known impact or consequence to patient.